Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels reaching 16 mmol/l (288 mg/dl) while wearing the pod, which had been in use on the leg for approximately 63 hours. Upon inspection, the cannula was confirmed to be inserted into the skin; however, bleeding was present within the cannula. The patient administered corrective boluses, which did not result in a reduction in blood glucose levels. Following removal of the pod from the infusion site, the cannula was found to be blocked.